Manufacturer narrative:
H11. Additional narrative a device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Event description:
It was learned via clinical trial (commence) that a 11000m 27mm mitral valve developed severe stenosis and moderate regurgitation secondary to pannus after an implant duration of nine (9) years, one (1) month. The patient presented with decompensated acute on chronic hfpef, severe rv systolic dysfunction, dyspnea on exertion, and worsening fatigue. The patient exited the study and was referred to palliative care services. Patient will not be undergoing re-operation. Per source documents, the patient was in severe kidney failure requiring dialysis, which the patient refused. Patient was noted to be diuretic resistant, making it difficult for treatment of fluid-volume overload due to the patient's underlying kidney disease and acute on chronic hfpef. Tee demonstrated mitral valve with severe stenosis, tricuspid valve structurally normal with moderate regurgitation (B)(4), and native aortic valve sclerosis with preserved opening. The patient was also evaluated and was found not to be a redo-mvr candidate. Palliative care was recommended. The patient was discharged to an inpatient palliative care service.

Event description:
It was learned via clinical trial (commence) that a 11000m 27mm mitral valve developed severe stenosis and moderate regurgitation secondary to pannus after an implant duration of 9 years, 1 month. The patient presented with decompensated acute on chronic hfpef, dyspnea on exertion, and worsening fatigue. Per source documents, the patient was in severe kidney failure requiring dialysis, which the patient refused. Patient was noted to be diuretic resistant, making it difficult for treatment of fluid-volume overload due to the patient's underlying kidney disease and acute on chronic hfpef. Tee demonstrated mitral valve with severe stenosis, tricuspid valve structurally normal with moderate regurgitation, and native aortic valve sclerosis with preserved opening. The patient was also evaluated and was found not to be a redo-mvr candidate. Palliative care was recommended. The patient was discharged to an inpatient palliative care service.

Manufacturer narrative:
H11. Additional narrative: d1/d4/g4: this device is not sold or marketed in the united states; however, it is similar to the brand edwards mitris resilia mitral valve, model# 11400m, PMA# p150048/s047. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely root cause is patient factors.

Event description:
It was learned via clinical trial (commence) that a 11000m 27mm mitral valve developed severe stenosis and moderate regurgitation secondary to pannus after an implant duration of nine (9) years, one (1) month. The patient presented with decompensated acute on chronic hfpef, severe rv systolic dysfunction, dyspnea on exertion, and worsening fatigue. The patient exited the study and was referred to palliative care services. Patient will not be undergoing re-operation. Per source documents, the patient was in severe kidney failure requiring dialysis, which the patient refused. Patient was noted to be diuretic resistant, making it difficult for treatment of fluid-volume overload due to the patient's underlying kidney disease and acute on chronic hfpef. Tee demonstrated mitral valve with severe stenosis, tricuspid valve structurally normal with moderate regurgitation (2024-22468-02), and native aortic valve sclerosis with preserved opening. The patient was also evaluated and was found not to be a redo-mvr candidate. Palliative care was recommended. The patient was discharged to an inpatient palliative care service. Per 1-yr echo sub-valvular apparatus was calcified, which may represent post-operative material.